Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was an increase in device status messages. The device was not in use on a patient.

Event description:
The customer wanted an explanation to certain types of error messages they were receiving after a software upgrade. There is no allegation of a device malfunction. The device was not in use on a patient.